Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, permanent failure internal li-ion, was observed on the device's error log. The service technician evaluated and determined the internal battery had caused this issue to occur on the device. In conclusion, the device's internal battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly, overhead blower filter, and inlet filter were replaced for preventative maintenance unrelated to the reportable malfunction/issue. The internal battery was replaced for another error code, urgent reminder, that was observed in the device's error log. This error code was unrelated to the reportable issue. The device passed all final testing.